Event description:
Boston scientific received information that difficulty was encountered when implanting this right ventricular lead. At a follow up several days after the implant loss of capture and high thresholds were noted. A lead dislodgement and a perforation of the heart was suspected. A lead revision took place and another right ventricular lead was implanted. The lead will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.